Event description:
T was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) noted the increase in shock impedances was gradual and suspected calcification as the cause. Ts recommended performing a vector breakdown to try and determine which coil is exhibiting higher impedance measurements. If it is on the rv coil ts recommended commanded shock testing. No adverse patient effects were reported. This rv lead remains in service.